Event description:
It was reported that the customer had experienced about 15 mins of central monitoring downtime, followed a half hr later by 17 mins more of central monitoring downtime. There was no pt harm reported associated with the loss of centralized monitoring . Note that pt vital sign monitoring continued with the bedside monitors.

Manufacturer narrative:
MFR's eval summary. The device is an installed centralized pt monitoring system that utilizes a sunblade 150 central processing unit (cpu). The customer reported that the system locked up twice on the morning of 10/23/06, for 15 mins the first time and for 17 mins for the second time. The customer contacted welch allyn technical support, who confirmed the reported system lock up and helped the customer to restore normal operation. Eval of the system logs by technical support following the restoration of normal operation indicated a memory problem may have caused the system to lock up. The cpu was returned to welch allyn for eval on 10/30/06. Welch allyn factory service inspected the unit for physical damage and inspected the internal cable, memory and motherboard connections and found no damage, loose connections, or non-conformances of any kind. Factory service exercised the memory functions of the cpu for 96 hrs without incident. Following that, factory service reloaded the system software and again tested for 96 hrs without incident. The findings of the investigation were returned to the customer along with the cpu. We have attempted to confirm with the customer whether there were any pts connected to the system at the time of the reported freeze, but have so far not rec'd a response. Even though the acuity system was unavailable for centralized monitoring while the system was down, pt vital signs monitoring would continue at bedside with the local pt monitor if any pt's were connected to the system.